Manufacturer narrative:
In response to FDA report number: mw5166190. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reporting on behalf of a patient who reported implant ¿have fused to my skin and muscle¿, ¿recall¿, ¿pain in my chest and shoulder¿, ¿depression¿, "malaise", "deformity/ disfigurement" and rupture diagnosed by CT scan. This relates to the right device. Device remains implanted.